Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the nose tube of the attachment device was bent/damaged. It was further determined that the bearing and extension sleeve were damaged. It was observed that the ball bearings fell apart. It was further determined that the device failed pretest for cutter insertion, visual assessment and temperature test could not be conducted. It was noted in the service order that while checking the system before surgery, it was discovered that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.